Manufacturer narrative:
The insulin pump was received with scramble display, problem isolated to the lcd board. Device was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a crack in the battery tube threads. Device was not bumped or dropped but battery leaked inside the insulin pump. The drive support cap is not damaged. Customer did not know how the damage occurred. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.